Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The second report of three licox catheters that were inserted and had very low readings (4) that remained low throughout the insertion. One of them gave readings (25) two days later. Additional information has been requested.